Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 22:07:37. During night drain cycle four, the patient's ultrafiltration reading was 2051ml, indicating the home patient (hp) drained 1251ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The difficulty of an increased intra peritoneal volume (iipv) event was identified through an event history log review. The cause was that the user had set the tidal total ultra-filtration (uf) removal too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. Should additional relevant information become available, a supplemental report will be submitted.